Event description:
It was reported that the cartridge was not fully snapping into the pump, an issue the customer had been experiencing for three weeks. There was no reported impact to the customer¿s blood glucose level. To address this, the customer had been removing the o-rings from cartridges to fit them into the pump, though technical support advised against this practice as it could lead to further issues. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.